Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted. Reporter requested a new lens for planned icl exchange for a smaller size lens.currently the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.